Event description:
It was reported that the universal drill continued to run for a fraction of a second after stoppage of activation during the course of a procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the universal drill continued to run for a fraction of a second after stoppage of activation during the course of a procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was not confirmed. There was no component failure identified that could explain the reported event. The device was serviced for preventative maintenance, and returned to the user facility.